Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the blood glucose had run high. The blood glucose reading was 500 mg/dl. The caller treated with a bolus and declined troubleshooting. The insulin pump was not returned or replaced.